Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death). Conclusions: known inherent risk of procedure (death).

Event description:
During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted the cx. It was reported that the patient died approximately 18 months post index procedure. The cause of death was assessed as due to multi-organ failure, chronic renal dialysis and coronary disease. Investigator assessed that the patient death was not related to the study stents.